Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2126001 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) was cracked when inserted into the patient, causing sealant to be prematurely exposed/deployed during insertion into the sheath, so the product was removed. Hemostasis was achieved with another mynx vcd. There was no injury reported to the patient. The device was used in an interventional peripheral procedure using a retrograde approach. The device storage temperature did not exceed 25 °c. There were no damages noted to the sealant sleeves prior to use. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) was cracked when inserted into the patient, causing sealant to be prematurely exposed/deployed during insertion into the sheath, so the product was removed. Hemostasis was achieved with another mynx vcd. There was no injury reported to the patient. The device was used in an interventional peripheral procedure using a retrograde approach. The device storage temperature did not exceed 25 °c. There were no damages noted to the sealant sleeves prior to use. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The sealant sleeve assembly was observed severely kinked/bent and sealant remained in manufacturing position exposed to blood. The procedure sheath was not returned with the device; therefore, compatibility of the sheath used with the returned device cannot be verified per the mynx control instructions for use. Per dimensional analysis, the slit length was verified and noted to be within specification. The catheter working length from distal end of sheath catch to proximal end of balloon of the returned devices were verified and noted to be within specification. Per functional analysis, a simulated deployment test was performed, and both buttons 1 and 2 were able to be fully depressed without issue. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification showed that the sealant sleeve assembly was severely kinked/bent and sealant remaining in manufacturing position exposed to blood. No cracks were found in the sealant sleeve assembly. A product history record (phr) review of lot f2126001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system deployment difficulty-premature¿ and ¿mynx control sealant sleeves cracked¿ were not confirmed during the analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Visual inspection of the returned device revealed that the sealant outer sleeve assembly was kinked/bent, which may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant outer sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have contributed to the reported events. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d8, d9, g3, g6, h1, h2, and h3 this device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.